Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shoulder muscle pain after the patient had undergone an electrical cardioversion. Boston scientific technical services (ts) referred the patient to a clinic. The device remains a service. No adverse patient effects were reported.